Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a procedure, a versacross access solution was selected for use. The transeptal puncture was completed. The transeptal puncture was anterior on the intracardiac echo (ice). The versacross fixed curve sheath was exchanged for a medium curl non-boston scientific sheath. After the sheath exchange, the physician advanced a non-boston scientific mapping catheter into the left atrium and at that point checked for effusion. Once the effusion was discovered the physician pulled the mapping catheter out and withdrew the sheath to the right atrium. The physician advanced the non-boston scientific catheter into the right ventricle to monitor the effusion. The patient was monitored for approximately fifteen-twenty minutes in the procedure room and continued to be stable. A transthoracic echo was completed and it was determined that the effusion was not expanding. The patient was transferred to recovery room for further monitoring. The device is not expected to be returned for analysis. Medwatch # mw5177812.